Event description:
A laparoscopic cholecystectomy case was in progress. The surgeon stated that the hook electrode had an electrical arc to the patient's liver. The liver was severely burned, but no specific treatment was necessary, as the liver will repair itself. It was noted that the insulation at the tip of the device had melted.